Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced pump damage, and sensor updating, hyperglycemia, hypoglycemia, smartguard updating. The hyperglycemic event which was treated with manual injection/insulin pen and the hypoglycemic event was treated by discontinuation of insulin delivery system. The blood glucose value at the time of the event was 50 mg/dl. The event involved product(s) unk_reservoir, mmt-1884l, 78893-01 and unomedical. Troubleshooting was performed and the pump was found to exhibit physical damage in the form of crack on the casing of the battery tube side. Troubleshooting was not performed for hyperglycemic and hypoglycemic events and, it was not known whether the auto mode feature was active at the time of the event and whether the pump was used within 48 hours of the reported event. No further patient complications were reported. No product return is required for unk_reservoir, mmt-1884l, 78893-01 and unomedical.